Event description:
Pt with hallux linitus underwent surgery at hosp. The on q pump was used for port-up numbing effect. Plain marcaine was used. The area on the foot where the catheter was placed developed a blister, however it programmed to a full thickness ulcer, skin became nectrotic and sloughed. The pt will begin using the collagenase, kaltostat regime on a daily basis.